Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Reporter zip code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "extracapsular rupture."

Event description:
Healthcare provider reported "heterogeneous parenchyma", "suggestive of rupture on the right breast." For the right side. Device remains implanted.